Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer returned only the raulerson syringe and not the introducer needle. The syringe appeared typical. It was subjected to leak testing and did not exhibit any signs of a leak. An introducer needle from lab inventory was attached and water was aspirated through with no air bubbles or signs of leakage. A review of manufacturing records did not yield any relevant findings. The probable cause could not be determined based upon the information provided and without the introducer needle. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately a month ago the physician inserted the 18 ga x 2 1/2" introducer needle into the patient and found there was a leak. The introducer needle was inserted and when pulling back on the raulerson syringe plunger, it sucked air. As a result, another kit was used to complete the procedure. They do not know if this caused a delay in treatment and no patient death or complications were reported.